Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not available from the site. Manufacture date was unavailable at the time of the report. Onsite functional and visual examination was performed by a manufacturer representative. The system was found to not accept mrv as a usable scan. The system passed a system checkout.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the select patient/acquire scans task and caused no delay to the surgery. It was reported that while in the case, they tried to load a magnetic resonance venography (mrv) exam, and got the 10 slice default exam, even though it had over 100 slices. The site continued the surgery without the exam. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Manufacturing date was received.